Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer planned to use a backup insulin pump to ensure insulin delivery, while a replacement pump with updated software was sent by technical support. They were provided instructions for storage mode before returning the faulty pump, and a signature was required for delivery of the new pump.